Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 30 mg/dl with unsteadiness when standing and walking, confusion and cognitive impairment associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was treated with oral carbohydrates as needed. During troubleshooting with customer technical support (cts), it was revealed that the basal totals matched the patient's programmed settings and that all were recorded as programmed. It was also revealed that there was an extra 3.00 unit bolus recorded. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.